Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by not using the force bipolar instrument for the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument jaws were broken while in the patient. The customer noted the break was near the wrist. The customer was able to remove the instrument. The customer then installed a new force bipolar instrument and noticed this one was also broken in the same place as the first force bipolar instrument. Customer has decided to not use another force bipolar instrument for this procedure. The technical support engineer (tse) recommended to RMA the two instruments and inspect all other force bipolar instruments from the same lot they just used. Customer is continuing with the procedure. The procedure was completed as planned with no reported injury.